Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that patient¿s voltage was set high to stop the vomiting. The patient device was replaced in (B)(6) 2015. The patient experienced vomiting. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4) no longer applies to the event. Conclusion code no longer applies to the event.

Event description:
Additional information from a healthcare provider reported that there was early battery depletion and the patient's newly implanted device required battery exchange three to four months after implant. Her battery was exchanged on (B)(6) 2015.